Event description:
Customer claims that the alarm unit does not power on. The unit was tested with new batteries and there's no visible damage. There was no pt injury reported. Evaluation for the returned product shows it has intermittent power.

Manufacturer narrative:
(B)(4). Results: (other) - evaluation for the returned product shows that during testing, the unit powered on and shows intermittent power. The unit was tested with new batteries. (B)(4).